Manufacturer narrative:
Correction to field outcomes attrib to adv event: b2 the device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that boston scientific received a threat of litigation related to this left ventricular (lv) lead. The lv lead was repaired due to unknown reasons, and it remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that boston scientific received a threat of litigation related to this left ventricular (lv) lead. The lv lead was repaired due to unknown reasons, and it remains in service. No additional adverse patient effects were reported